Manufacturer narrative:
(B) (4).

Event description:
The pt experienced intermittent stimulation and loss of therapeutic effect following a fall. She had multiple falls in the past. See previous MFR report 3004209178201001804. She barely felt the stimulation unless it was at a high amplitude or in various positons. Movement caused stimulation changes. Impedance measurements were normal. Reprogramming did not seem to help the pt feel consistent stimulation in the appropriate location. Further info is being requested at this time.